Manufacturer narrative:
The referenced admission of the patient on (B)(6) 2015 was reported under medwatch MFR report # 2916596-2015-01982. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 5 years, 7 months. A full evaluation of the device could not be conducted as the device remains in use. Although a root cause for the kink in the patient¿s percutaneous lead could not conclusively be determined, based on the manufacturer's past experience and similar reported events, kinks in the percutaneous lead as well as breakdown of the braided shield can eventually lead to breaches to the underlying wires of the percutaneous lead. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that during the patient's clinic visit on (B)(6) 2015, x-rays of the percutaneous lead were obtained. During examination of the x-rays, an internal portion of the percutaneous lead was noted to be flexed at a 90 degree angle. The same area appeared to have some degradation of the metal jacket. A comparison of the most recent x-ray with previous x-rays were viewed and the positioning of the percutaneous lead loop internally had changed over time. The change in positioning was thought to be associated with fluctuations in the patient's weight. The patient was reportedly not a candidate for a pump exchange due to poor right ventricular function and ongoing treatment for breast cancer. No further information was provided. The patient had been previously been admitted on (B)(6) 2015 due to a syncopal episode and during pump interrogation, it was noted that a pump stoppage had occurred. The patient's percutaneous lead had been manipulated to see whether additional parameter changes or alarms could be reproduced. No issues were noted at the time of this evaluation. The patient was issued a modified patient cable. No further information was provided.